Event description:
It was reported the patient is experiencing pain, tenderness and stinging at the ipg site. The patient stated it is sore to touch. The patient was advised to contact her physician. Follow-up indicated the patient is going to wait to see if the pain worsens before contacting the physician.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.